Event description:
It was reported that a broken tasp was discovered during reassembly of the instrument tray in sterile processing. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Dimensional evaluations of the product could not be performed as no product was returned. A visual inspection of the provided photograph found it to exhibit signs of repeated use and the anterior of the post feature had fractured off. Device history record was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.